Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited premature battery depletion and battery longevity overestimation. No intervention was performed and the patient was in stable condition.

Manufacturer narrative:
The reported event of premature depletion and incorrect measurement was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Device image was analyzed, and auto capture was enabled. When auto settings are enabled, the device will adjust pacing output based on patient requirement and this may affect the projected longevity. Further electrical and mechanical analysis was performed, and device showed normal operation and no anomalies were noted. A longevity calculation was performed, and device had exceeded the projected longevity and is considered normal depletion.

Event description:
New information noted that the pacemaker was explanted and replaced. The patient was in stable condition before, during, and after the procedure.